Event description:
Per the clinic, the patient experienced recurring skin overgrowth at the abutment site. The patient underwent a surgical procedure to have excess skin excised (date not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.